Event description:
It was reported that t: slim x2 pump battery would not charge and charging connection was not recognized despite use of different wall adapters and charging cables. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump with updated software, confirmed shipping details, instructed customer to let battery fully deplete and return problematic pump within 10 days using provided materials, and advised customer to re-enter pump settings and reconnect continuous glucose monitor on replacement pump.